Manufacturer narrative:
The reported event was lead dislodgement. As received, only the distal portion of the lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Manufacturer narrative:
Correction: d6b for explant date.

Event description:
New information notes possible infection for the implantable cardioverter defibrillator (ICD) and right ventricular (rv)lead.

Manufacturer narrative:
Correction: to b5 and h6 for infection.

Event description:
Related manufacturer reference number: 2017865-2023-52061 it was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate shock and incorrect interpretation of signal on the implantable cardioverter defibrillator (ICD), dislodgement confirmed via x-ray was noted on the right ventricular (rv)lead. The physician elected to explant and wait to reinstall the ICD and rv lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.